Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosis in the distal right coronary artery. Reportedly, after implanting the stent successfully, the nc voyager was advanced; however, would not fully expand. A second nc voyager was successfully used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect prep. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported incomplete inflation was confirmed. Based on visual and scanning election microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepared inside the patient anatomy. The voyager nc instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. All air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.